Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one report with the involved product code/lot# combination. The same user facility reported a similar event for another device with the same product code/lot number combination, see MDR 2243441-2017-00035. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the automatic tamping failed on the angio-seal device. The user facility reported: the button was pressed down to deploy; the string would not come back to tamping; the doctor had to tamp manually to finish the procedure; the reported blood loss was reported to be less than 250 cc; and there was no negative outcome to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device evaluation results. The device was in rear lock position with the button in out of park position. The compaction tube was separated from the device. The suture was cut and no collagen or anchor was returned. The hemostasis sheath was curved and kinked. The device was disassembled. No visual anomalies were noted in the suture routing, gears, gear mesh, or related mechanism. There were two turns of suture remaining in the device;the suture was secured at the spool, properly routed through the gearbox, and threaded through the rack; no visual anomalies were noted. Initially the gears could not be rotated, consistent with dried bls seizure. The gearbox was rinsed with water and the gears subsequently rotated in both directions with corresponding rack/compaction tube movement; no functional anomalies were noted. The device was functionally tested for gear rotation, rack advancement, clutch slippage, and suture release; no functional anomalies were noted. Based on the available information, the root cause of the event cannot be determined. The device was functionally tested upon receipt and no anomalies were found. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.